Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels have been continuously elevated since starting on the pump a few weeks ago (300s-400 mg/dl). Elevated bgs were usually treated via manual injections. System check was performed with tandem technical support using pump and current supplies and no issues were found. Recommendation was made that the customer discuss bgs with their healthcare provider.